Event description:
Female had an aortic valve replacement and mitral valve repair as well as a tricuspid valve repair in 1999. This was for rheumatic valvular heart disease. Pt had done reasonably well until recently. Now reports easy fatigability, shortness of breath with exertion and intermittent atrial fibrillation. Pt found to have recurrent mitral stenosis as well as tricuspid insufficiency and significant pulmonary hypertension. During procedure, balloon inflated and then pulled back and then the pursestring suture was cinched down. Surgeon reported that the pacemaker lead insulation was fractured over several centimeters and the medtronic rep looked at it and said it would need to be replaced postoperatively. Dr then performed a left atriotomy in standard fashion, a cosgrove retractor was used for exposure. Removed ring and entire valvular apparatus. Leaflets were markedly thickened, the cords thickened, calcified, shortened. Seated a 25 mm st. Jude valve. Ventricular lead failure and an upgrade to a ddd pacemaker. Placed a medtronic lead model 5076, in to the right atrium. Medtronic lead model 5076 placed into the right ventricular septum. Generator e2dr1 attached to leads.